Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported back up in tubing, and returned photo of the incident. The photo verified the backflow. Without the physical sample, the issue could not be investigated. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim: an ICU patient was receiving fentanyl in one primary tubing and propofol in another, and they are connected via y-site. As you can see in the picture, the propofol appeared to back up into the fentanyl tubing, and the nurse was asking why.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.